Event description:
It was reported at implant the lead helix kept sticking out and fixating to the arterial wall. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism. And, it was visually noted that there was damage at implant.